Event description:
It was reported that a swan ganz catheter became unable to pace on the first day of use although pacing functioned properly at the beginning of use. The issue was resolved by replacing the catheter. Information such as what kind of surgery and examination the catheter was used for or if the patient had cardiac conduction defect is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The reported event of pacing issue was confirmed. Continuity testing confirmed a full open condition in the distal circuit. The proximal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. The distal lead wire was found to be broken, detached around the solder joint. It was found that the distal circuit was continuous from broken lead wire to distal connector pin. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min. Without leakage. No visible damage or defect was observed from the balloon, windings and catheter body. Further evaluation regarding related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Engineering evaluation was completed. A CAPA was initiated for this issue and a product risk assessment was needed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.